Event description:
Additional information received notes oversensing noise on the atrial lead.

Event description:
It was reported that a patient presented to clinic for a generator change on (B)(6) 2023. Device interrogation revealed noise on the atrial lead. During the procedure, the physician noted a lead abrasion on the atrial lead. The physician elected to repair the atrial lead and complete the procedure. The patient condition was stable before, during, and after the procedure.